Manufacturer narrative:
Lens not rec'd for analysis. Device was not rec'd by the MFR for evaluation. The lens met all device mfg specifications prior to release. Halos and glare are a known and labeled possible side effect of multifocal lens implant.

Event description:
The intraocular lens was removed and replaced at 4 months post operative due to the patient's complaint of halos & glare. Patient recovered without complication.